Manufacturer narrative:
Initial.

Event description:
It was reported that the user, recently switched to inset infusion sets due to a shortage, experienced deployment errors and incorrect connector attachment during training, resulting in multiple unusable sets and depletion of supplies; a goodwill shipment of 23 inch inset infusion sets was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical interventions. Investigation included troubleshooting and user education. Investigation of this case revealed user technique issues consistent with incorrect infusion set deployment and connector attachment; no device malfunction was identified. It was concluded, based on similar reports, that the cause was user error related to product use and handling.